Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage observed. Motor not running found in pump event history log. Occlusion test was able to find motor not running during the test. The root cause of the reported issue was found to be normal wear with a combination of main print circuit board not operating as intended. The pump is over 9 years old. Actions were taken to mitigate the reported issue: replaced main print circuit board.

Event description:
It was reported that the device had a motor not running error. No patient injury was reported.